Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has delivered several inappropriate shocks due to low amplitude t-wave and myopotentials oversensing. Smartpass was disabled due to the low morphology seen. After troubleshooting, the s-ICD system was reprogrammed to primary vector configuration and smartpass was re-enabled. In addition, the shock impedance has increased from 116 to 146 ohms. The patient has gained weight. Technical services recommended to perform new x-rays and compare it with the ones obtained after the implant procedure and analyze if there is adipose tissue under the electrode. This implantable electrode remains in service and no additional adverse patient effects were reported.